Event description:
The pt reported that she vomited for 1.5 weeks after her catheter revision. The pt also reported she went to the hospital twice and had issues with walking, diarrhea, vomiting, and tremoring. The pump was programmed to deliver morphine - concentration and dose were not reported. The pt was referred to a second hcp who turned off the pump and removed the medication from the pump. The medication was tested and determined to be morphine (date of test not reported). The pump was not refilled with morphine as the hcp believed the pt had an idiosyncratic reaction to the intrathecal morphine. The hcp is planning to explant the pump. Add'l info has been requested, a follow-up report will be submitted if add'l info becomes available.

Manufacturer narrative:
.